Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from colombia that during an unspecified surgical procedure, it was observed that while making the cuts, the sagittal saw attachment device began to fail. The device and coupling were checked and it was observed that it was becoming very hot and was losing strength during use. The batteries were changed but the motor still did not work and when attaching the saw adapter it felt too hot. There was a thirty to forty minute delay in the surgical procedure. A different device from another company was used to complete the procedure because an identical spare device was not available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. According to the reporter this is not the first time this issue occurred and the device failed repeatedly. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a device history review was performed, and no non-conformances were detected related to the reported condition.